Manufacturer narrative:
On november 25, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that upon explantation, the left-sided device was found to be intact and not ruptured. Mentor also became aware that the patient underwent device replacement with 595cc mentor memorygel breast implants, catalog number 3507595mc, serial numbers (B)(6), on the right side and (B)(6), on the left side on (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture h6 patient code 3191: medical device removal this report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 595cc mentor memorygel breast implants and experienced bilateral rupture and capsular contracture on the right side postoperatively. The ruptures were confirmed with a physical and MRI exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.